Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: na event description: surgeon somewhat new to using model cd005 and during surgery became concerned that she did not see a guide bead. Therefore, she decided to use a new bag, which did have a visible bead. Due to this, they did an x-ray on the patient and did not see any particulate inside the patient. At the end of this, they opened a third bag to check more product and stated that a small green piece came out and they could not tell where it came from. Additional information provided by [name] on 05feb2026 via email: note: this was the email from the customer; at the end of the day, dr. [Name] opened a new bag to show management what issue she was having. Upon opening the bag, a small green plastic piece flew off from somewhere on the device. We cannot figure out where it came from or if we should be concerned. This bag is lot # 1566304, and I still have this one in my office along with the broken piece. I am attaching photos of the bead in question as well as the small piece. Intervention: na patient status: na (not used on patient).